Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 37-year-old female with acute myocardial infarction complicated by cardiogenic shock, consistent with scai shock stage d, the patient¿s comorbidities were unknown. The patient underwent placement of an impella rp flex via the right femoral vein. During insertion, the rp flex made slight contact with a previously placed transvenous pacer. Following pump start, a placement signal not reliable condition was reported with absence of pa (pulmonary artery) placement waveform, papi (pulmonary artery pulsatility index) values, and impella flow readings; however, the pump motor was reported to be running normally and the patient's hemodynamics improved immediately after support initiation. Imaging, including chest x-ray, confirmed acceptable pump position. During support, intermittent suction alarms were reported and fluids were administered. Access-site bleeding around the sheath was noted after transfer to the ICU (intensive care unit). Estimated blood loss was approximately 10 ml. The patient subsequently developed hemolysis during support, evidenced by red urine, diminished urine output, elevated ldh (elevated lactate dehydrogenase), and declining performance metrics despite imaging confirmation of proper pump position. Purge pressures were reported in the 700 mmhg range, and the purge cassette was removed and reinserted without resolution of the reported issue. Medical affairs was consulted regarding a tpa protocol. Additional contributing factors reported included elevated systemic vascular resistance and pre-existing end-organ failure at case start. The device remained in place until explant, and the patient survived with a stable outcome. The relationship between the reported hemolysis and device performance remains under investigation. Access-site bleeding was reported by the site and attributed to the impella access site. Hemolysis and access site bleed are known risk associated with impella use and as described in the instructions for use and may be influenced by patient specific factors such as underlying cardiac dysfunction and hemodynamic conditions.